Event description:
It was reported that during surgery the signature system shut down and the surgery was switched to extracapsular cataract extraction. No patient injury or patient outcome was reported.

Manufacturer narrative:
Inspection and analysis of the unit was performed. Engineer was able to verify the reported issue and replaced the disk on chip and hard drive. Engineer performed field service checklist and the unit meets specifications.